Manufacturer narrative:
(B)(6). Device evaluated by MFR: a 2.25 x 32mm synergy xd mr stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the distal end of the stent were lifted from their crimped positions. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. Examination of the hub and strain relief via scope did not identify any issues. No other issues were identified during the product analysis.

Event description:
It was reported that difficulty crossing a lesion occurred. Vascular access was obtained via the right radial artery. The 100% stenosed target lesion was located in the severely calcified and severely tortuous mid left anterior descending artery (lad). A 2.25 x 32mm synergy xd stent was advanced, but was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications resulted in relation to this event. However, the device returned and analysis revealed stent damage.